Event description:
As reported by the edwards (B)(6) affiliate, during a transcatheter aortic valve replacement (tavr) via trans-subclavian approach for the native aortic position. Both esheath and commander delivery system (ds) were inserted without any issues. Upon valve alignment at ascending aorta, there was tension during the valve alignment and some resistance was felt. Negative pressure was applied to check if the balloon had ruptured, but blood could not be drawn and the procedure continued. After the sapien 3 valve crossed the native aortic valve, the pusher was pulled and blood was drawn to the in-deflator. Per follow up the balloon tore/ruptured before valve deployment. The pusher and the valve was returned into the esheath and removed as a unit. A new device was prepared and the sapien3 valve was deployed without any issues. Final digital subtraction angiography (dsa) revealed no vascular complications. Per the medical opinion, blood vessels in the subclavian were tortuous.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. 3mension imagery was provided from the site and revealed the following: calcification and tortuosity in the patient's aorta and access vessels. The patient had pre-existing stents in the aorta and access vessels. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the manufacturing mitigations, DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "upon valve alignment at ascending aorta, some resistance was felt." It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The complaint description and provided imagery revealed that the patient's access vessels had "mild calcification and moderate tortuosity". If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported fine adjustment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment performed in non-straight section) may have contributed to the complaint event. As reported, "upon valve alignment at ascending aorta, some resistance was felt. Negative pressure was applied to check if the balloon had ruptured, but blood could not be drawn, and the procedure was continued. After the sapien 3 valve crossed the native aortic valve, the pusher was pulled, blood was drawn to the in-deflator." As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Additionally, negative pressure was applied to the balloon to check for leakage after valve alignment. No blood was seen in the inflation device, suggesting that the leakage likely occurred after valve alignment. The exact nature and cause of the leak is unknown. However, the patient's descending aorta and aortic arch has pre-existing stents and calcification present. It is possible that the balloon interacted with the pre-existing stents or calcification during tracking or crossing of the native annulus, resulting in a pinhole on the balloon and the subsequent reported leakage. Without applicable patient/procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification, pre-existing stents) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.